Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Event description:
Caller indicated the relion confirm meter was giving variable readings. The customer stated the meter reads in error. She stated she took a test 5 minutes apart and received a 289mg then 49mg. She stated the readings fluctuate on her meter. She also stated her normal blood glucose is about 99mg to 113mg. She feels the meter is not working properly. She also stated she tested again on the meter and received 269mg; 289mg and 139mg. She took the meter to her pharmacy at (B)(6) and they informed her to call us. (B)(6) was willing to swap the meter out but I explained we will request for it to come back to us then we will send out a replacement. She stated she washes her hands and allows them to dry thoroughly, she changes her needles, and she stores her test strip in the bottle with the lid sealed in her dining room away from the kitchen. Controls not used. Replacing product.